Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device getting an alarm 64 (non-recoverable system error) control processor. Nurse provided s/n (B)(6). Had nurse reboot device. Once powered on, device alarmed water reservoir empty. Had nurse select continue current patient therapy, and then empty the pads. Nurse started therapy, alarm did not return. Encouraged nurse to call back with any issues.

Manufacturer narrative:
The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. It was noted that the arctic sun device getting an alarm 64 (non-recoverable system error) control processor. Nurse provided s/n (B)(6). Had nurse reboot device. Once powered on, device alarmed water reservoir empty. Had nurse select continue current patient therapy, and then empty the pads. Nurse started therapy; alarm did not return. Encouraged nurse to call back with any issues. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Corrections: d, e, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device getting an alarm 64 (non-recoverable system error) control processor. Nurse provided s/n (B)(6). Had nurse reboot device. Once powered on, device alarmed water reservoir empty. Had nurse select continue current patient therapy, and then empty the pads. Nurse started therapy, alarm did not return. Encouraged nurse to call back with any issues.